Event description:
It was reported that the patient had an inflatable penile prosthesis explanted and replaced due to clinical infection. Two courses of antibiotics were also used to treat the infection. No further patient complications were reported in relation to this event.